Manufacturer narrative:
(B)(4). One (1) leopard cage implant 28x8mm parallel [product code: 1864-48-108, lot no: akfb6t] was returned to the complaints handling unit (chu) for evaluation. Visual examination found that the cage had fractured in three segments. Broken pieces were put back together of which a portion of the cage was still missing. It was also noted that the surgeon left a small remainder in the interbody space. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause cannot be positively determined. However, as noted in the accompanying instructions for use (IFU-0902-90-077 revision d), excessive torque, when applied to long-handle insertion tools, can cause splitting or fracture of the polymer/carbon-fiber implants. When a polymer/carbon-fiber implant is impacted or hammered into place, the broad surface of the insertion tool should be carefully seated fully against the implant. Impaction forces applied directly to a small surface of the implant could cause fracture of the implant. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Leopard implant broke into pieces while being impacted into interbody space.